Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. A g7 depth gauge, part # 110010717 from lot 072084, was returned and evaluated against the complaint. Visual inspection found the depth gage to have fracture at the most distal measuring notch. The fractured tip was not returned with the remainder of the device. Nicks, dings, and scratches are present on the surface of the gage. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of this depth gauge broke off. It was bent and broke off when the surgeon tried to straighten it. This never touched the patient or other instruments / implants. No time lost during surgery, just opened another one. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.